Event description:
Consumer called to report meter reading that was high, felt lower than the readings. Family member had to call emt for assistance, since he was passing out.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.